Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 06 april 2025, senseonics was made aware of an incident where user reported a low glucose event on 06 april 2025 where user's sg was 40 mg/dl and bg was 107 mg/dl. After dms review, we are unable to confirm that the user received a low glucose alert as time of the event was not provided.the user didn't seek medical treatment abd resolved the event by recognizing it as a false sensor reading, confirmed by a fingerstick bg of 107 mg/dl.the user's hcp was not confirmed to be aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2025 where user's sg was 40 mg/dl and bg was 107 mg/dl. A review of the data management system (dms) could not confirm the reported event as no specific time was provided by the user at the time. The user did not seek medical treatment because according to his bg, he was not having a low glucose event. The user's hcp was not aware of the event and was advised to follow up with the hcp for further medical guidance. An case (B)(4) was created to address sensor inaccuracies inclusive of the event. A review of the dms data revealed that the user received a low glucose alert at 3:12 pm when sg was 45 mg/dl and out-of-range low glucose alert at 2:17 pm and no bg was entered. A review of the in-vivo raw sensor data did not reveal any anomalies and per case notes, the user was unresponsive to further troubleshooting. A review of 2 weeks ((B)(6) 2025) data post case closure was analyzed and the system started displaying better agreement between the sensor readings and fingerstick measurements, and began to perform within expectations. The root cause of the observed inaccuracies on (B)(6) 2025 was unknown and is potentially related to the in vivo state of the hydrogel. B4. Date of this report 20 may 2025. G3. Date received by the manufacturer? 20 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.